Manufacturer narrative:
Occupation: non-healthcare professional - nurse manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the placement of a cook cervical ripening balloon w/stylet, the fetus began having decelerations of its heartrate. It was determined that they needed to perform a cesarean section and were unsure if the device was the contributing factor or if the decelerations were due to other factors. A section of the device did not remain inside the patient¿s body. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.